Event description:
It was reported that 8-9 years ago there was something going on with the patient¿s pump and they had to shut it off. They forgot to turn it back on before she left. The patient told the hcp (healthcare provider) she was ¿in a lot of pain but she had to go to the hospital the next day¿. The patient left the clinic and was going to a hotel. On the way, she went into detox/withdrawal; she was ¿so sick and in terrible shape¿. She went back to the clinic and they turned on the pump. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2005, product type catheter; product ID 8840, serial# unknown, product type programmer, physician. (B)(4).